Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post surgery of heart defect repair, there were burn marks noted on patient's skin from return pad placement which was diagnosed as first degree burn. It was a size of (B)(6). Burn location on the scapula of the patient and treated by using topical creams.

Manufacturer narrative:
Additional information: evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The provided information was not adequate to determine if the device met specification. The picture showed a rem pad with the backing in place. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The instructions for use (IFU) states: select a well vascularized, convex area in close proximity to the surgical site for patient return electrode application. Avoid scar tissue, bony prominences, excessive adipose tissue, and areas where fluid may pool. If information is provided in the future, a supplemental report will be issued.